Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca) extending to the mid-right coronary artery. Following stent deployment, a 4.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 15 atmospheres after a duration of 20 seconds. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.